Event description:
A patient treated in 3/2006 to face. Abdomen and bikini area called that evening to report red sports on the face. A staff member treted in 3/2006 to the bikini area also reported res spots at the top of the leg. Customer was advised to suspend use of the system pending depot service. Patient was prescribed antibiotic ointment, cool compresses, aquaphor and sunblock. The physician reported the patient will not scar; the physician can not rule out later pigmentary changes at this time. Staff was prescribed bacitracin; the area was healing well without problems.

Event description:
A patient treated in 3/2006 to face. Abdomen and bikini area called that evening to report red spots on the face. A staff member treated in 3/06 to the bikini area also reported red spots at the top of the leg. Customer was advised to suspend use of the system pending depot service. Patient was prescribed antibiotic ointment, cool compresses, aquaphor and sunblock. The physician reported the patient will not scar; the physician can not rule out later pigmentary changes at this time. Staff was prescribed bacitracin; the area was healing well without problems.